Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital on 10-oct-2016 for patient (B)(6)). As far as conclusion code is concerned, please note that the surgeon used a trial during the surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient underwent reverse shoulder replacement. A trial prosthesis was assembled, implanted and removed. When the permanent prosthesis was subsequently being assembled, the trial metaphyseal component was inadvertently attached to the implant holder and implanted in the patient. The flawed implant was shortly thereafter through review of a fluoroscopy film. In order to complete the procedure, it was necessary to remove the flawed prosthesis which was different difficult since the cement had curred. In the end the surgeon elected to perform an osteotomy of the proximal humerus. The maneuvering of the soft bone resulted in a fracture of the distal humerus. The surgeon ultimately was able to insert another prosthesis and the patient was discharged 3 days later. Problem identified: trial modular components were not easily distinguishable from the permanent modular components which was a direct cause of the user error.